Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the preloaded device was defective. The patient experienced an anterior capsular tear. Additional information has been requested.

Event description:
New information received stating this record is a duplicate of mfg record 9612169-2019-00326.

Manufacturer narrative:
Due to the new information received in there will be no further information sent in on this mfg #. The manufacturer internal reference number is: (B)(4).